Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure and an intra-aortic balloon (iab) disconnect was indicated. The iabp was restarted and therapy resumed. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Since the customer had experienced the reported issue multiple times, the pneumatic module assembly was replaced as a precaution. In addition, the stm replaced the primary 9v battery since it was overdue for replacement pursuant to the latest version of the service manual. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure and an intra-aortic balloon (iab) disconnect was indicated. The iabp was restarted and therapy resumed. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.